Manufacturer narrative:
This event had previously been reported under MFR 2916596-2025-05241. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2025 with a devastating intracerebral hemorrhage confirmed by computed tomography (CT). The patient was not a surgical candidate and was transferred to nuclear medicine on (B)(6) 2025, where imaging confirmed the left ventricular assist device (lvad) was triggering the ventricular conundrum with absence of cerebral blood flow, and was pronounced brain dead via a nuclear medicine. Patient support was discontinued soon after.

Manufacturer narrative:
Sections e2 and e3: corrected. Section g2: report source corrected. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event and subsequent patient outcome could not be conclusively determined through this evaluation. The device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. D, is are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke, bleeding, and cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. This section also lists arrythmia and thromboembolism as potential late postimplant complications. The current revision of the IFU can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The cause of death was unknown.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.